Event description:
Per the clinic, the patient experienced no benefit from the implant, with poor performance from initial activation, a small dynamic range, and facial nerve stimulation at high stimulation levels. Re-programming and troubleshooting attempts were made; however, the issue could not be resolved. The device was subsequently explanted on december 10, 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.